Manufacturer narrative:
(B)(4). Report source, foreign ¿ events occurred in (B)(6). Report source, literature - xu, t., lao, y., wang, j., liu, f., xiao, l. And tong, p. (2017), mid-term results of oxford phase-3 medial unicompartmental knee arthroplasty for medial arthritis in chinese patients. Anz journal of surgery, 87: 287¿290. Doi: 10.1111/ans.13764. The devices were not returned for evaluation. No further information has been made available. The reported event was unable to be confirmed due to limited information received from the customer. A review of device history records (DHR) was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Not returned to manufacturer.

Event description:
It was reported in a journal article that a patient was revised to address implant bearing wear. No further information is available at this time.